Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is alarming for a bad battery during a bolus attempt and that the bolus could not be completed due to the alarm. The customer's blood glucose reading was between 400 mg/dl to 500 mg/dl at the time of the incident. Troubleshooting advised customer in clearing the alarm and appears resolved however, the customer was advised that a new battery cap would be provided to him and to call if further troubleshooting needed.